Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited the emergency room on (B)(6) 2019 due to swelling at the sensor site. The customer's blood glucose level was 98 mg/dl. The customer reported that the sensor site bled a lot they were treated by removing the sensor. The sensor will not be returned for analysis.